Event description:
Needle broke in the pt's leg [medical device complication]. Case description: case iia. This spontaneous report received from (B) (6) and reported by a nurse as "needle broke in the pt's leg". It concerns a (B) (6) female pt treated with insulin (type and name unk) and using a novofine needle 30gx8mm for "diabetes mellitus, type 1". Pt's height: not reported. On (B) (6)-2007, the novofine needle broke in the pt's leg while she was injecting her insulin. An x-ray was performed and confirmed the needle in the left thigh. On the same day, the pt was operated in local anaesthetics to remove the needle from the injection site. According to the pt, the needle was discarded during surgery. On (B) (6)-2007, the pt was discharged from hospital. The outcome of the event is not reported. This is a final report, as no further info is expected.